Event description:
A physician reported that a patient underwent revision surgery to address a mesa mini screw placed at c5 on the right side which had, "come loose from the patient's bone.".

Manufacturer narrative:
Corrected data: changed b.2 from no selection to required intervention to prevent permanent impairment/damage (device). Changed d.10 from 'return' to 'no.'.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device history and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: adequately instruct the patient. Postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. Non-union may have contributed to the failure. Spinal implants are intended to provide temporary stabilization and facilitate spinal fusion. Incidence of pseudoarthrosis could allow for dynamic motion within the construct, causing the implant to loosen from the bone.

Event description:
A physician reported that a patient underwent revision surgery to address a mesa mini screw placed at c5 on the right side which had, "come loose from the patient's bone."

Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
A physician reported that a patient underwent revision surgery to address a mesa mini screw placed at c5 on the right side which had, "come loose from the patient's bone."